Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 3 years and 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the manufacturer¿s technical services representative reviewed the submitted log file and observed log file analysis consistent with device thrombosis. The patient remained asymptomatic. Additional information was requested but not provided.

Manufacturer narrative:
The evaluation of the submitted system controller log file appeared to show the pump functioning as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.